Event description:
The customer reported her unicel dxc 800 pro instrument had fluid leaking into the reagent compartment. Customer reported the leak was contained in the instrument and didn't leak to the floor. Customer reported no erroneous results have been generated. Customer reported no direct exposure of the leak. Customer was wearing gloves, laboratory coat, and eye protection glasses.

Manufacturer narrative:
Beckman coulter hotline support assisted customer to troubleshoot over the phone and found the leak was from reagent probe b. A field service engineer (fse) was dispatched to evaluate the instrument and confirmed the leak from reagent probe b. The leak was determined to be either deionized (di) water or diluted wash solution. The fse replaced the reagent probe b wash collar valve (solenoid valve) to resolve the issue, no further leaking was observed. (B)(4).